Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via insulin pump. Customer declined to troubleshoot for high blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised the battery compartment came off and was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had broken battery tube threads.